Manufacturer narrative:
(B)(4). Batch # p5574z. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with two gts60w cartridge reload present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. Cartridge b and c: gts60w, n56u9r, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the endoscopic resection of pancreatic body and tail, after fired, found the staples malformed with irregular shape. Changed another reload, the event re-happened. Another like product was used to complete the procedure. There were no patient consequences reported.